Manufacturer narrative:
Problem code 2981 captures the reportable event of shaft tip bent. An examination of the returned delivery device and mesh assembly was performed. The tip of the delivery device was bent, confirming the complaint. The tip was able to be bent back to its normal position. Residue was noted on the mesh assembly which indicated signs of use. No other damage was noted. Functional analysis showed no issues noted with loading the mesh assembly onto the delivery device, nor with using the delivery device deployment mechanism. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling device was used during an incontinence repair with solyx procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the shaft tip got deformed. Subsequently, the physician could not release the mesh carrier when he tried to position the device. The procedure was completed with another solyx single incision sling device. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling device was used during an incontinence repair with solyx procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the shaft tip got deformed. Subsequently, the physician could not release the mesh carrier when he tried to position the device. The procedure was completed with another solyx single incision sling device. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be stable.